Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a clock anomaly on the insulin pump. Customer's blood glucose level was 24.4 mmol/l. Customer was having trouble with the replacement pump that she received yesterday. Customer had the incorrect time on the pump. Customer changed it from am to pm and corrected the time. Customer was advised to monitor the pump. No additional information provided.